Event description:
The reporter stated the surgeon inserted an aq2015a collamer three piece lens. Lens haptic was torn on insertion into the patient's eye. The lens was removed, incision was enlarged, no suture required. Torn lens due to loading error by tech.

Manufacturer narrative:
(B) (4). (B) (4).